Event description:
A customer reported a connectivity issue with the freestyle navigator cgm transmitter. The transmitter was returned for investigation. During investigation, visual inspection observed a crack in the freestyle navigation transmitter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The initial connectivity complaint with the transmitter was not confirmed. A visual inspection was performed on the returned transmitter and a crack was observed on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B) (4) failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.